Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected anomaly, rewind anomaly, no delivery alarm and failed battery test due to blank display. Pump received with broken belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's belt clip was broken, there were scratches on the insulin pump, battery life was diminished at 3 weeks, insulin pump had rejected new batteries, had no delivery alarms necessitating site change, insulin pump rewinding seemed to be taking longer and insulin pump squirted out insulin during priming instead of dripping. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.